Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between june 24 - 26, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the ports. The issue was identified after the tpn was completed and during final check. There was no patient involvement. No additional information is available.